Event description:
A malfunction on the pump was reported by the caller, and prior notable events were not reported. The impact on the customer's blood glucose level was unknown, as they declined to answer whether it exceeded 500 mg/dl. The customer opted for multiple daily injections as backup therapy and intended to contact their healthcare provider for supplies. Technical support arranged for a pump replacement and provided instructions for returning the defective pump. Additionally, instructions and training were made accessible through the customer's tandem source account, with acknowledgment of steps required upon receiving the replacement.